Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon deployment of the sensor, the patient's mother reported the sensor wire was still attached to the sensor applicator. The patient did not report any injury or medical intervention.